Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed). The biomed indicated the speaker was faulty and requested a quote for a replacement part. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The customer was provided a quote for the replacement speaker and will be provided a replacement speaker to resolve the issue, upon acceptance of the quote. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened. Box e: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on an intellivue x3 device indicating that there was a speaker fault and the sound of alarms could not be heard. The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.